Manufacturer narrative:
Report confirmed. The device was tested and the maximum temperature was measured to be 161°f. The rate of temperature rise was above threshold. The likely cause was identified as worn bearing. It was also noted that the device was running rough and was noisy. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of problem not reported. No patient impact was reported. Repair escalated to product event on evaluation due to overheating. On follow-up, no further information regarding the event and patient or staff impact.